Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective dc/dc module. The technician replaced the module with a loaner device to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective module was returned to livanova (B)(4) for further investigation. During the investigation the reported failure could be confirmed. It was found that one converter was defective. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed several error messages during the procedure.